Event description:
Boston scientific crm received information that during a normal device change out procedure, this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. It was deduced that the lead has a micro fracture. A 21 joule shock was delivered with an 81 ohm shock impedance. No adverse patient effects have been reported. Additional information was received indicating noise was later observed on the rate/sense and shock channel. The noise on the rate/sense channel was oversensed, however, no inappropriate therapy was delivered. Additionally, high out of range shock impedance measurements were observed. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected to leave the lead implanted as the patient successfully converted with a 21 joule shock with an 81 ohms shock impedance. Should additional information become available this event will be updated. This lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.